Event description:
It was reported that during a da vinci si hysterectomy procedure, a thin strand was noticed coming from the wrist of the fenestrated bipolar forceps instrument. The thin strand appeared to be a frayed cable. Upon instrument removal, the frayed spot on the cable was evident, however, the strand was not. The strand was later observed on the shaft of the replacement instrument, where it appeared to have adhered to the inside of the instrument cannula and was reintroduced when the replacement instrument was inserted into the patient. The frayed cable was removed using a laparoscopic grasper. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable is frayed at the distal clevis hub and the frayed strands stick out at the wrist. Two dark colored strands, both approximately .420 in length, were returned with the instrument. The detached strands are darker in color than the gray colored tungsten pitch down cable. Additionally, the detached strands measure approximately .003 in diameter, compared to .001 diameter for the individual tungsten strands of the pitch down cable. As a result, it cannot be determined if the detached strands came from the tungsten pitch down cable. No other damage was found.